Event description:
Complainant alleged that the clinician was attempting to defibrillate a pt (age and gender unknown) who was under going open heart surgery, but the internal handles failed to discharge the 20 joule shock. The clinicians immediately obtained another set of internal handles and the 20 joule shock was successfully administered to the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.